Manufacturer narrative:
One device was returned for repair. No other service history was found. Event history showed attach and detach alarm was found multiple times. While performing visual inspection, found that there was fluid on the rear and bottom of the unit. Downstream occlusion (dso) sensor is defective. Replaced the dso sensor. Upon further inspection, found that air detector failed the air detector height test, when using the recommended tool it touched the air detector sensor. Replaced air detector sensor. Latch lock failed go-no-go test, replaced latch lock.

Event description:
It was reported that the device had an attach/reattach error. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.